Event description:
Customer reported on (B)(6) 2023 from us that the elvie pump has caused her a heat rash due to the pump getting hot. Customer confirmed being seen by a lactation specialist who has prescribed her antibiotic ointment to treat the irritation on her breasts.

Manufacturer narrative:
The customer was sent a replacement and a was requested to return the original pump for evaluation. To date, the device has not been returned, and therefore it cannot be definitively concluded that the pump malfunctioned and therefore caused burns/blistering.